Event description:
It was reported that the patient was in ICU after resuscitation of vf with severe brain damage. ICD detected a possible defect in the hv circuit and therapies were aborted. It was reported later that the patient expired.